Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor reading were not accurate. Customer's blood glucose was 98 mg/dl. The insulin pump kept alarming low. Customer was unable to provide data from the insulin pump for the sensor versus blood glucose readings. Customer was unable to upload to carelink. Customer stated he would update the sensor with every blood glucose readings usually after meals up to six times a day. Customer was advised to only use sensor on the abdomen and its recommended to calibrate four times a day to ensure accuracy. Customer does not use proper procedures. Customer was advised to monitor the issue. No further information reported.